Event description:
We opened a pack of raney clips (lot#52274399) and determined the clips would not appropriately fire with any of the 4 clip appliers. We opened a different package (lot#52153841) and all 4 raney clip appliers functioned appropriately. I then grabbed another 2 packages of raney clips, one with a completely different lot # (52187385), and one with the same "bad" lot (52274399). The lot# 52187385 fired correctly with every clip applier. The lot#52274399 did not fire correctly with any of the 4 clip appliers. It was determined that the issue of misfire was not because of broken clip appliers, but of a bad lot# with the clips. Lead and manager of service line informed.